Manufacturer narrative:
Other, other text: additional information provided in h3, h6, and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. Simulated use was unable to replicate the reported issue. Event history log review confirmed 6 alarms occurred related to the reported issue. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation; however, the most likely cause was fluid not flowing from the fluid container. Actions were taken to mitigate the reported issue: the upstream occlusion sensor was recalibrated and the downstream occlusion sensor was replaced.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found 6 "no disposable" alarms recorded in the event log. Simulated testing was performed. The customer's reported problem regarding " no disposable" alarm" was unable to be duplicated although the event log verifies that the event occurred (6 no disposable alarms recorded). Sensor testing was performed and found downstream occlusion sensor value within manufacturing specification. Simulated use testing was also unable to replicate the error with a disposable attached. The upstream occlusion sensor was recalibrated, and downstream occlusion sensor replace as a preventive measure. The most likely cause of the "no disposable" alarms might be attributed to fluid not flowing from the fluid container. However, the root cause for the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump displayed a no disposable alarms. No adverse effects were reported.